Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket discomfort. It was noted that the patient's ipg moved and the patient was not able to charge. The patient will undergo either a revision procedure wherein the ipg will be relocated or an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and new pocket was created. It was noted that the patient was unable to charge because it was implanted sideways. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket discomfort. It was noted that the patient's ipg moved and the patient was not able to charge. The patient will undergo either a revision procedure wherein the ipg will be relocated or an explant procedure.

Manufacturer narrative:
Additional information received that there was no malfunction on the replaced ipg and that the patient was unable to charge because of positioning.

Event description:
A report was received that the patient was experiencing pocket discomfort. It was noted that the patient's ipg moved and the patient was not able to charge. The patient will undergo either a revision procedure wherein the ipg will be relocated or an explant procedure.